Event description:
The haptic bent during the insertion of the lens in the patient's eye. The lens was removed and replaced.

Manufacturer narrative:
See MDR 1920664-2008-00367 for the intraocular lens used with this delivery device.